Event description:
The hcp reported, that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not deploy from the delivery system. Upon removal from the patient, the capsule was still attached to the device. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated and broke off. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced, but no blood or tissue was present. The analyst was able to pull back on the remaining piece of plunger which released the capsule.